Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that they had excessive no delivery alarm. Customer's blood glucose at time of incident was unknown. The customer reported the alarm was resolved by a complete set change. The customer was unable to troubleshoot because of past event. The customer does not want to return the set and reservoir for analysis. The customer was advised to call when the alarm occurs in order to troubleshoot. The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose at time of incidents was unknown. The customer was admitted to the hospital. Customer stated that she went to the emergency room visit once because her blood glucose was over 400 mg/dl. Customer cause of emergency room visit was high blood glucose. Customer was given fluid and medicines for nausea. Customer was not wearing the pump at time of emergency room visit for 1 day. The customer was advised the 2 high blood glucose rule.